Event description:
Cardiac rehabilitation has had poor readings on their computers since using this particular electrode. They have had to constantly replace them with another lot number. Most of the electrodes from this lot seem to be dry in the middle part when they should be moist. This effects the readouts of results, causing wrong outputs.